Event description:
This case was reported by a consumer and described the occurrence of rheumatoid arthritis in a (B)(6) male pt who received super poligrip original denture adhesive cream (formulation (B)(4)) and super poligrip ultra fresh denture adhesive cream (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk dates, the pt started the formulation of super poligrip. At an unk time after starting super poligrip, the pt experienced rheumatoid arthritis, tingling of hands and swollen knuckles. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. Consumer reported applying super poligrip more than once per day (device misuse).

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the products nor lot numbers for these products are available. (B)(4).